Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "left device folded and with a small quantity of periprosthetic liquid". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ crease folding of implant: observed. Additional observations: ¿ wear abrasion observed. ¿ deformation device observed. ¿ voids observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "left device folded and with a small quantity of periprosthetic liquid". The device has been explanted and replaced.